Event description:
It was reported that inflatable penile prosthesis (ipp) device was removed on (B)(6) 2018 due to unknown reasons. A 24cmx 12mm inflatable penile prosthesis (ipp) was implanted.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was removed on (B)(6) 2018 due to unknown reasons. A 24cmx 12mm inflatable penile prosthesis (ipp) was implanted. Additional information received indicated the device was removed as it was out of position. The patient's pump had eroded out of the skin. A subsequent salvage procedure and distal repair of impending erosion were performed.